Event description:
Procedure performed: unk. This is a complaint from the market. Administrative no. (B)(4). Please refer to the complaint sheet for investigation. Hospital: [name]. Subject of complaint: "specimen bag was holed". Report from the sales rep: "the incident was occurred that the specimen bag was holed and the tissue in the baf was fallen during the procedure. The case was completed with the new one." Initial investigation report: "the event unit was returned to us and visually inspected. The specimen bag was found to be holed (pic.1). The unit will be returned to amr for further evaluation. Admin# (B)(4)." Per the component list, just the package and the bag will be returning. Additional information received from aomori olympus quality assurance analyst, via e-mail on august 6th, 2019. The specimen was not within the bag at the time of the bag breakage as it fell out. The specimen that fell out was retrieved by another inzii. Alongside the inzii, forceps were being used - the forceps were used in another port. The point during the procedure when the bag broke is not specified. The port site was spread with forceps at the time of organ recovery. There was a missing fragment of the cd004 bag that we received back at amr the distributor was asked if they could find out what the customer did with the fragmented piece of the bag, so additional information was received from aomori olympus quality assurance analyst, via e-mail on october 7th, 2019: "the customer said it is no possibility for remaining the fragment. They confirmed that there were no fragment under the microscope after the procedure." Intervention: per complaint sheet, "the case was completed with the new one." Patient status: "no patient injury".

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience that there was a hole on the side of the bag. The tissue bag fragment from the puncture was not returned with the tissue bag. There were no stress marks on the breakage. Based on the condition of the returned unit and the description of the event, it is likely that the tissue bag came in contact with a sharp instrument during use, which led to the hole observed on the side of the bag. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: unk. This is a complaint from the market. Administrative no. (B)(4). Please refer to the complaint sheet for investigation. Hospital: [name]. Subject of complaint: "specimen bag was holed." Report from the sales rep: "the incident was occurred that the specimen bag was holed and the tissue in the baf was fallen during the procedure. The case was completed with the new one." Initial investigation report: "the event unit was returned to us and visually inspected. The specimen bag was found to be holed (pic.1). The unit will be returned to amr for further evaluation. Admin# (B)(4)." Per the component list, just the package and the bag will be returning. Additional information received from aomori olympus quality assurance analyst, via e-mail on august 6th, 2019 the specimen was not within the bag at the time of the bag breakage as it fell out. The specimen that fell out was retrieved by another inzii. Alongside the inzii, forceps were being used - the forceps were used in another port. The point during the procedure when the bag broke is not specified. The port site was spread with forceps at the time of organ recovery. Intervention: per complaint sheet, "the case was completed with the new one." Patient status: "no patient injury."